Manufacturer narrative:
As a result the lead and device were explanted. There was allegation that the battery in the device was drained due to the issues with the defibrillation lead. A return request was made for the return of these products. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the lv- seal plug was torn and body fluid contaminated its connector block. No other anomalies were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis testing could not confirm the reported allegations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise, undersensing, a loss of capture and pacing impedances less than 200 ohms. No adverse patient effects were reported. This patient had not been evaluated for over a year.

Event description:
--